Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was completely black, blocking the graphics and text. Customer's blood glucose was 100 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.